Event description:
Laparoscopic cholesystectomy - "after firing three clips successfully, fourth and fifth clip ejected from applier as jaws were closing but in its original "u" shape. Surgeon had to search for ejected clips which were safely removed."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.